Event description:
A pt reported blood glucose results of "146,181,125 and 116 mg/dl" with a lifescan meter performed within 11-20 minutes of each other. The customer care representative walked the pt through two blood glucose tests and obtained results of 129 mg/dl and 141 mg/dl.